Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia procedure and absorbable straps were used. The first strap did not fixate the mesh. On the second shot, there is no evidence of a strap and the gun gets blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable. In addition, the sed spring block component was found broken.